Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a total of three inappropriate shocks since the device was implanted. The most recent occurred in february. A boston scientific technical services (ts) consultant reviewed the episode and noted the amplitude of the qrs had decreased, resulting in t-wave oversensing. Ts discussed performing an exercise test and testing in different postures and vectors. They could consider an x-ray to verify the position of the electrode and device. No adverse pt effects were reported.